Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating an additional surgery was needed to clip the stent. The event occurred in the patients left eye. This record is now for an individual patient instead of a pool of patients as what was originally reported.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after having a glaucoma stent implanted, a pool of patients are having endothelial cell loss. Additional information ha been requested.